Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. He also determined that mechanical ventilation was not available. Multiple connections were cleaned and re-seated which resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the display was blank. There was no report of patient involvement.

Manufacturer narrative:
Additional information has been received stating that this was a display issue only. Mechanical ventilation was still working and available. This was not a reportable malfunction. Additional information has been received stating that this was a display issue only. Mechanical ventilation was still working and available. This was not a reportable malfunction.